Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-07693. It was reported the patient will undergo surgical intervention on a later date due to high impedance.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-07693. Follow-up revealed high impedance was found to be related to the patient's extension. As a result, the extension was explanted and replaced. Surgical intervention addressed the patient's issue.